Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0501 captures the reportable event of sponge detached. Block h10: investigation results the returned bite blox was analyzed. A visual evaluation found that the sponge was detached, and the biopsy cap was not returned. Additionally, the sponge has the necessary cuts to allow the device to advance through it. No other problems were noted. The reported event was confirmed. Product analysis identified that the sponge was detached. It was reported that a round foam insert was found inside the scope working channel. It is possible that due to the manipulation, technique used or an excess of force when inserting the device could have affected the union of the sponge causing its separation. Based on all available information and analysis of the returned device, the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used with an exalt model d single-use duodenoscope in an ercp performed on (B)(6)2022. Based on the investigation of the returned exalt model d scope, an obstruction identified as a round foam insert was found inside the scope working channel. The investigation determined the foam insert is likely from the biopsy cap that is part of the locking device system. The procedure was completed with another scope. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used with an exalt model d single-use duodenoscope in an ercp performed on (B)(6) 2022. Based on the investigation of the returned exalt model d scope, an obstruction identified as a round foam insert was found inside the scope working channel. The investigation determined the foam insert is likely from the biopsy cap that is part of the locking device system. The procedure was completed with another scope. There were no patient complications reported as a result of this event

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.device code (B)(4) captures the reportable event of sponge detached.